Event description:
It was reported that the user experienced a low blood glucose event of unclear cause, which was addressed with oral glucose following troubleshooting and education. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities. Investigation included review of the event details and user-reported blood glucose information. Investigation of this case revealed no device malfunction identified and no specific component issue confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.